Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope plus, 0° had a burr on the tip of lens. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the endoscope moved freely with uncontrolled motion. The endoscope did not appear unable to move/unable to rotate. There was no physical damage to the endoscope. There was no patient injury due to the endoscope issue. There is no other information regarding the nature of the endoscope failure. The endoscope has already been shipped back.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint: "bur on tip of lens." The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone c near the endoscope housing. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddle board (wpb) defect. The probable root cause of this binding is attributed to component susceptibility to increased friction.